Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire. Patient reported that upon sensor removal, patient could not locate the sensor wire. Dexcom has issued an rga for patient to return the device to be investigated.